Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 using an unknown sample. Pcr testing was performed on (B)(6) 2022 generating a negative result. Repeat testing was also performed using ID now covid-19 assay on (B)(6) 2022 that also generated a negative result although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted for the initial and investigation completion. The customer's address exceeds the text limit: (B)(6). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m187643 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m187643 and test base part number 190-430 / lot m187643. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed, unconfirmed, and conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.011%. In conclusion, retention testing yielded expected results when testing internal qc samples and manufacturing batch record review revealed that the product met acceptance criteria for release.